Event description:
The customer reported that she accidentally jumped into a pool with the insulin pump on and the buttons were not responding. The customer also stated the device alarmed. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.